Manufacturer narrative:
A photo was provided showing the two (this captures 2 of 2) tegos with seal tearing. Received two (this captures 2 of 2) used lat-d1000 tego for inspection. Excessive seal tearing was present on both tegos. Each tego was accessed with a male luer and found to have the fluid path occluded. The seal on sample 1 had the seal collapsed. The seal on sample 2 had the internal walls buckled. The reported complaint of the seal tearing and subsequent high pressure can be confirmed. The probable cause of the torn seals is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history report (DHR) was reviewed and no relevant nonconformities were found that would have led to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Event description:
The event occurred on an unspecified date and involved a connector tego¿ where it was stated that tego increased the resistance of the machine and when disconnected it was evident that the silicone covering the connector was "torn". The product had to be replaced sooner than suggested. The event occurred during patient's use, although no damage was caused, it was only necessary to replace the connector. No medications were involved during the hemodialysis. This captures the second of the two used devices returned for investigation. (See section h11).